Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited noise, oversensing, intermittent loss of capture, pacing inhibition, and impedances of greater than 2500 ohms. As a result, this lead was surgically abandoned and successfully replaced. The device was also replaced for normal battery depletion at the same time. To date, no adverse patient effects have been reported.